Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient present in the doctor's office with a painful left shoulder and a decrease in range of motion. Surgeon ordered a series of studies and formed the opinion that the index glenoid component was loose. The surgeon revised the shoulder. Upon exposure to the joint space, dr. Removed the 52x18 standard humeral head for the ap should system, and the 135 tapered spacer with the standard head removal fork in the global ap trays. The size 10 global ap standard stem was kept implanted. Surgeon then easily removed the 52 anchor peg glenoid with a pair of kochers. Due to bone loss, surgeon then implanted a competitive glenoid. No instrumentation broke during surgery and there were no delays.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.